Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. Patient code 3191 was used due to additional intervention.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. The right ventricle impedance, threshold and sensing were all stable. There were differing longevity estimates given over the last year. Data analysis was reviewed and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. The right ventricle impedance, threshold and sensing were all stable. There were differing longevity estimates given over the last year. Data analysis was reviewed and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.

Event description:
It was reported that there were concerns regarding premature battery depletion of this pacemaker. The right ventricle impedance, threshold and sensing were all stable. There were differing longevity estimates given over the last year. Data analysis was reviewed and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. Subsequently, the patient underwent a revision procedure and this product was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. Patient code 3191 was used due to surgery.